Manufacturer narrative:
(B)(4). This report is being filed on an international product, (B)(4), architect total b-hcg, that has a similar product distributed in the us, (B)(4), architect total b-hcg. A product deficiency has been identified. With a unique combination of instrument and reagent conditions there is a potential for sample carryover which can result in falsely elevated b-hcg concentrations on the architect i1000sr system. Negative samples have returned both positive and grey zone b-hcg results when a high concentration b-hcg sample is assessed prior to the negative sample with architect total b-hcg (list number (B)(4)) on an i1000sr instrument which also utilizes the architect rubella igg (list number (B)(4)) assay. Further investigation of this quality issue will be conducted.

Manufacturer narrative:
The suspect medical device manufacturing site has moved from (B)(4). MFR # 3005094123-2011-00518 has been submitted to address this error.

Event description:
The customer stated an architect i1000sr analyzer generated discrepant bhcg result for one patient sample. The analyzer generated an initial bhcg result of <1.20. Upon repeat, bhcg values of 12.33 and 13.71 were generated. Data was reviewed and found not to affect the clinical interpretation or medical decision making. There was no adverse impact to patient management reported.